Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the piston on the insulin pump was sticking out on the insulin pump. The customer's mother stated that her son was connected when she added the insulin to a reservoir and did not rewind the insulin pump because she forgot. The customer 's mother reported that her son is sleeping now and she had suspended the insulin pump. The customer's mother stated that her son is fine now. The customer reported that her son's blood glucose is 13 mmol/l. Troubleshooting was performed. It was advised to the customer's mother to disconnect the tubing at the quick release and to remove the reservoir. The customer's mother stated that she cannot tell the difference when she put the insulin of five units to 10 units. She stated that she think that she need to take her son to the hospital. The customer's mother stated that her son got 10 units of insulin and she believed that he was due for a site change tomorrow. The customer's mother stated that she will take him to the hospital. Product is not expected to return for analysis.